Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that customer alleged insulin pump was under delivering as their blood glucose was not lowering. The customer blood glucose level was 20 mmol/l at the time of incident. No harm requiring medical intervention was reported. The device will not be returned for analysis.